Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complaint alleged that while attempting to cardiovert a pt (age & gender unknown), the device inappropriately shut down. Complainant indicated that the pt subsequently expired.